Event description:
The manufacturer received information alleging a ventilator's circuit became disconnected. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator's circuit became disconnected. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned for evaluation and the customer's complaint was confirmed. The sensor board, system board and power management board need replaced to address the issue. The device was returned unrepaired as per the customer.